Manufacturer narrative:
B5- the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 -9.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Low vault was observed. Lens explanted on (B)(6) 2022. Problem resolved. The cause is unknown. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -9.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Cause reported as unknown.if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the haptic bent and deformed. Dimensional inspection found the lens to be within specifications.